Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a "usb (universal serial bus) over current notice" message on the camera cart screen. This message was visible on all screens of the system, regardless of the login. The message was not visible on the main cart. Troubleshooting was performed. A software reboot did not resolve it. A hardware reboot was performed and also did not resolve the issue. The usb-b was disconnected from the monitor, and the message went away. The usb-b cable was reconnected, and the message did not reappear. The system was rebooted a couple of times and the message did not reappear. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795r, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.